Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure the lens stuck in delivery system or cartridge. The procedure was completed on the same day. Additional information has been received and stated that the lens was removed during initial procedure and replaced with unspecified lens. The surgery was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).